Event description:
Event description: patient was on or table when a large "pop" sound was heard accompanied by sparks and a cloud of smoke. Patient was led out of room and no injuries noted. Device usage problem: other.